Manufacturer narrative:
(B)(4). Patient returned pump for an alleged pump error 68, pump error 41, pump error 49, pump error 25 and device test failed were observed on (B)(6) 2023. Pump received with blank display. Unable to perform the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self -test and displacement accuracy test (dat) due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor home switch and battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched lcd window (minor), scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, damaged display window cover and label damage (serial number label stained and peeling). Unable to confirm pump error 68, pump error 41, pump error 49, pump error 25 and device test failed due to blank display. Unable to download history files and traces using thus due to blank display. Blank display was confirmed during analysis due to moisture damage on the pcba 1, pcba 2 and corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that there was a "pump error 68 - trace pointers were invalid", "pump error 49 - history pointers failed and the history pointers were corrupted", "pump error 41 - motor power supply voltage error detected and this was measured before each single pump stroke, and then continually measured periodically during the entire motor driving period" and, " pump error 25 -the alarm was generated when a power system error (backup battery fails) was detected and this error was not preventing the insulin pump from running. No harm requiring medical intervention was reported. Troubleshooting was performed but the insulin pump failed the self-test. The customer will discontinue using the device and the insulin pump will be returned for analysis.